Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber returned in two pieces; the distal end of the glass fiber exhibits no signs of usage; the fiber is broken within the fiber blue outer sheath, and detached at 6 feet and 11 inches from distal tip; the length of second piece including the connector is 5 feet and 2 inches; black discoloration was noted at near break location and fiber tip within blue jacket; the fiber exhibits no signs of melting at the location of fracture for first piece; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that the tip of the surgical fiber broke inside the patient during the procedure. There was no clinical consequence to the patient reported as a result of this event. The physician attempted to use a different model of the device but found that it was broken while removing it from the packaging. The procedure was completed utilizing a third fiber without issue. This event is for the first surgical fiber used.